Manufacturer narrative:
Investigation results: device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a review of the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage.

Event description:
It was reported that contamination occurred. A 12x40x75 epic vascular self-expanding was selected for use. During device preparation, it was noted that the plastic seal of the device was torn. There was no damage to the outer box. There was no patient involvement. It was further reported that the outer packaging of the product was torn, and since this was observed before opening the box, the sterility of the inner pouch or device could not be confirmed.

Event description:
It was reported that contamination occurred. A 12x40x75 epic vascular self-expanding was selected for use. During device preparation, it was noted that the plastic seal of the device was torn. There was no damage to the outer box. There was no patient involvement. It was further reported that the outer packaging of the product was torn, and since this was observed before opening the box, the sterility of the inner pouch or device could not be confirmed.

Event description:
It was reported that contamination occurred. A 12x40x75 epic vascular self-expanding was selected for use. During device preparation, it was noted that the plastic seal of the device was torn. There was no damage to the outer box. There was no patient involvement.